Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse observed leakage in the safety disk and drive valve group. The fse replaced the safety disk and drive valve group. The unit passed the performance test specified by the factory. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) units automatic inflation failed. There was no personal injury reported.

Manufacturer narrative:
Event site name and telephone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.